Manufacturer narrative:
Other relevant device(s) are: micra-delsys. Model #: micra-delsys / expiration date: 2021-10-28/ serial#: (B)(4). UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 2020-06-03. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the physician had cut the tether after successful placement, however felt tension when pulling the tether. The physician flushed the catheter, but was unable to pull the tether any further due to increased tension. The device was recaptured and was removed from the patient's body. Upon taking the system out, a tangle was observed in the tether. A new leadless ipg was then tried to be implanted using the same introducer and femoral access. A placement difficulty was encountered with this new leadless ipg and multiple implant positions were tried. Successful placement was achieved which was confirmed by pull and hold test, and one tine was observed to be engaged on the fluoroscopy view. A sudden drop in patient's blood pressure was noted and tamponade was confirmed. The physician performed a sternotomy and approximately 150 ml of fluid was drained. The patient was implanted with a traditional transvenous ipg two-days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra-delsys d9: yes return date: 01 dec 2020 dev rtn to MFR? Yes h6: FDA ime codes: e0604, e0605 h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA imf code(s): f12 h6: FDA conclusion code(s): d15 product event summary: the full delivery system was returned with the device intact in the device cup. The lumen of the delivery system was torn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.